Event description:
Customer performed a blood glucose test and received a result of 127mg/dl. The customer took their normal dose of insulin. The customer took a bath and came out to eat breakfast. The customer passed out. They were taken to the hosp and they reveived a result of 33mg/dl. The customer was given glucose and kept for observation. The customer was using expired controls. A request was made for the return of the suspect device and replacement was sent.